Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Correction: the following information were inadvertently missed and were not submitted when they were received initially. Subsequent follow-up with the customer, additional information was received. The reporter stated that there was no surgical delay. There were no patient consequences or impact to the user. Is this a single-use device? Was inadvertently missed. The reporter stated that the device was not reprocessed or reused. Additional information: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary : the device was received and evaluated.the complaint can be confirmed. It was observed that the active tip of the device appeared activated and saline residue was present in the suction tubing indicating that the device had been previously used. The device was connected to a test generator to test the functionality of the device. The device was activated in both ablate and coagulate modes for several seconds, and no function on coagulation mode and output short on ablate mode.the device was forwarded to the manufacturer for further investigation into the observed failures.from the functional tests performed there is no output on both ablate and coagulation modes. The manufacturer indicated that the active continuity of the device was out of specification.the handle of the devices was opened to further investigate the electrical defects.there was an breakdown in active continuity across the electrical crimp. A review of our complaint records over the last 12 months to assess the frequency of this defect shows the frequency of occurrence is as anticipated in the risk analysis. The evidence observed is consistent with previous devices that have been investigated under CAPA, which has identified the components used in the process are not compatible for this method of joining. The root cause for the activation issues was determined to be due to design faults which led to a breakdown in the continuity of the active circuit. The devices investigated for this case were produced before corrective action was taken and before design changes were implemented. A manufacturing record evaluation was performed for the finished device u1808093 number, and no non-conformances were identified. At this point, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the affiliate via email that during left knee arthroscopy the vapr premiere 50 electrode didn't cut or coagulate as shown in the video attachment. There was no complications reported. The case was completed by using another product with same product code and lot number.